Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had coupling issues ever since the device was implanted and was never able to get more than 6 bars. The coupling issues were due to where the implant was placed. No patient symptoms were reported as a result of this event. No further complications were reported as a result of this event.

Manufacturer narrative:
The event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the implantable neurostimulator (ins) was replaced with a competitor's device. No further complications were reported.